Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin #: (B)(4). Upn #: (B)(4). Batch/lot #: 188491016. Mfg date: 10/23/2017. Exp date: 10/09/2022. Pump: gtin #: (B)(4). Upn #: (B)(4). Batch/lot #: 182505005. Mfg date: 07/30/2017. Exp date: 07/30/2022.

Event description:
It was reported that a request for warranty has been made to perform a revision surgery for a patient with an ams800 artificial urinary sphincter device due to recurring incontinence. No patient complications were reported in relation with this event.